Event description:
No delay in pt diagnosis. Customer reported three cases of slides with diagnostic cells outside the 22 fields of view (fov). The three cases were manually reviewed due to abnormal history. The supervisor reported she reviewed the slides and there were no abnormal cells represented in the 22 fov. Rare ascus was found on manual review. The customer will continue to monitor but did not want to follow up further at this time.